Event description:
It was reported by the patient and home health aide that there was "fever in there", pain at the device and into the chest and down the left arm intermittently. Additionally, the discomfort has reportedly been ongoing for approximately one month and included several falls. No redness or swelling was noted per the home health aide. The longevity of the device was also questioned. The patient was directed to their physician. There are no further complaints or concerns noted. The device remains implanted and in use.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.